Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device was received at service business center (sbc). Device evaluation found the reported issue was confirmed. Visual inspection was performed on the received condition and observed the needle tip being exposed while the insertion portion sheath was manipulated. The insertion portion sheath was loose and detached below the metal protector boot. In addition, there was restriction noted with the needle adjuster lock lever when engaging the lever (not smooth). There was no damages or issues observed with the stylet wire and needle tip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
E3 was corrected to non-healthcare professional. G2 field was corrected. The following fields were updated: e2, h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress cause the device to fail. The root cause is due to material or component failure. The event can be detected and prevented by following the instructions for use which state: "before use, prepare and inspect the instrument as instructed. Should any irregularity be observed, do not use the instrument; use a spare instead."(page 6); "always have a spare instrument available in case the primary instrument malfunctions." (Page 7). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the needle came out and did not retract back even with the handle all the way back and locked. According to the report, the issue found upon removing the needle from the scope. In addition, according to the report, the physician communicated that the needle difficult to lock and slowly unlocks itself as the physician agitates the needle. No damage reported on the scope. The procedure performed was a therapeutic endobronchial ultrasound bronchoscopy (ebus) . The intended procedure was completed with no harm or injury reported. No harm was reported. No patient harm, no user injury reported .